Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction and stent thrombosis. In (B)(6) 2010, lesion 1 was a de-novo lesion located in the mid right coronary artery with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.6 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. The patient returned to the cath lab in (B)(6) 2010 for stent placement to the proximal left circumflex (prox lcx). Lesion 2 was identified in the proximal lcx with 80% stenosis and was 12 mm long with reference vessel diameter of 2.6 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 16 mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was hospitalized on the same day. ECG revealed sinus rhythm with inferior t-wave abnormalities. Cardiac enzymes were found to be elevated. The patient was subsequently diagnosed with acute myocardial infarction cardiac catheterization was recommended. During cardiac catheterization, a late stent thrombosis was noted which was considered to be due to non-compliance with the study medication. The 100% restenosis/stent thrombosis of the study stent in mid right coronary artery was treated with placement of a veriflex bare metal stent. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).